Event description:
It was reported that the pt had an infection on an area of the skull near the left lead. As a result, the left lead was removed. The doctor was wondering if this hemisphere could be re-implanted.

Manufacturer narrative:
(B) (4).